Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The field service representative determined the issue was due to contamination of the sample tube line. The issue was resolved by cleaning the sample tubing.

Event description:
The customer alleged they received questionable calcium gen.2 and total protein gen.2 (tp) results on their c701 and cobas 8000 c502 module. The customer stated this occurred once per ten tests. The customer repeated every sample for calcium if they get low results. The customer stated this happened independently of the lot of reagent or module used. The customer provided data for nine patients tested on the c701 analyzer, five of which had discrepant results. The units of measure were requested but not provided. The first patient's initial calcium result was 2.14 and tp result was 66.2. The first patient's first repeat calcium result was 1.46 and tp result was 65.6. The first patient's second repeat calcium result was 1.97 and tp result was 65.2. The first patient's third repeat calcium result was 2.12 and tp result was 65.6. The first patient's fourth repeat calcium result was 2.21 and tp result was 66.3. The second patient's initial tp result was 66.4. The second patient's first repeat tp result was 65.7. The second patient's second repeat tp result was 54.2. The second patient's third repeat tp result was 65.1. The second patient's fourth repeat tp result was 66.2. The third patient's initial tp result was 61.5. The third patient's first repeat result was 59.0. The third patient's second repeat result was 61.7. The third patient's third repeat result was 60.8. The third patient's fourth repeat result was 61.7. The fourth patient's initial calcium result was 1.64 accompanied by a data flag. The repeat result was 2.38. The fifth patient's initial calcium result was 1.18 accompanied by a data flag. The repeat result was 2.01 accompanied by a data flag. Information on whether the discrepant results were reported outside the laboratory was requested but not provided. There were no deaths, injuries, illnesses, or deteriorations in health associated with the erroneous results. Information on whether the patients were harmed by any action taken was requested but not provided. The customer provided the following calcium reagent lot numbers: 774766, 688269, and 692747. Information on which results came from which lot of reagent was requested but not provided. The calcium reagent expiration dates were requested but not provided. The tp reagent lot number was 697059. The expiration date was requested but not provided.